Manufacturer narrative:
The previous gi bleeding event referenced in this section was reported under medwatch MFR. Report # 2916596-2015-02227. (B)(4). Approximate age of device ¿ 7 years and 2 months. The pump remains in use supporting the patient. No further information was provided. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2010. It was reported that on (B)(6) 2017, the patient was admitted into the hospital for treatment of gastrointestinal (gi) bleeding. Additional information was requested, but none has been provided.

Manufacturer narrative:
The pump remains in use supporting the patient. A correlation between the device and the report of gastrointestinal (gi) bleeding could not be conclusively determined. Bleeding is listed in the instructions for use as a potential adverse event that may be associated with the use of heartmate ii left ventricular assist system. A review of the device history records revealed the device met applicable specifications. No further information was provided. The manufacturer is closing the file on this event.